Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the pt. While inserting the iab into the saf sheath, the iab became stuck in the saf sheath. As a result, the iab and saf sheath were removed and another iab was not inserted as pt's condition became stable. Per the details of event "the treatment was completed without using the intra-aortic balloon pump (iabp)." There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The pt's outcome is "good".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.